Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that patient's oxygen desaturated dropping into low 80's while using the volara device with supplemental oxygen at 5l. The patient stop using the device since (B)(6) 2026 because he experienced a cardiac arrest due to a mucus plug, following a recent hospitalization for vomiting and low electrolytes after an MRI with contrast. The patient alleged he was using the volara device prior the event to happen; patient's pulmonologist is aware of the event and that the patient stop using the device. There are no reports of a specific device malfunction. Patient indicated they plan to discuss potential device return with the pulmonologist and agreed to follow up regarding pickup. No further information was available at the time of this report.